Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that balloon rupture occurred. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one 20 fr tri-funnel repl gastrostomy feeding tube was provided for review. Visual, microscopic, tactile, and functional evaluations were performed. The investigation is confirmed for a balloon burst; the outer balloon membrane was stretched and burst mid-length with tearing and stress marks in the material, with a relatively rough granular break surface. The complaint of a balloon rupture is confirmed, and a definitive root cause could not be determined based upon available information. However, procedural issues such as over pressurization due to overfill during use may contribute to this failure. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. IFU reviewed: pk0732741, rev. 2 ¿3. Check balloon volume every 7 to 10 days for correct inflation volume using the following steps: ¿ discontinue feeding. ¿ use a luer-tip syringe to completely evacuate water from balloon. ¿ discard evacuated water. ¿ reinflate balloon with appropriate amount of water. Maximum inflation volume is printed on the color-coded balloon inflation port.¿ ¿¿do not exceed the maximum recommended inflation volume¿¿ PMA/510k date rec¿d by MFR (reports source), device evaluated by MFR (device evaluated, evaluation summary attached, device not evaluated code), device code + description, (results 1, conclusion 1)

Event description:
It was reported that balloon rupture occurred. There was no reported patient injury.